Manufacturer narrative:
Concomitant medical products: 6935m62 lead. Implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) migrated, possibly due to patient weigh loss or twiddler's syndrome. A procedure was performed to reposition the crt-d. The device remains in use. No further patient complications have been reported as a result of this event.